Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they had bruising at the site of the sensor insertion. The customer's blood glucose was 252 mg/dl. The customer stated that the reason for high blood glucose was that they treated based on the inaccurate sensor glucose reading of 41 mg/d by drinking juice. It was noted that the customer was using their sensor in an off label manner. The customer was aware of this and was referred back to their doctor for this issue. The customer was calibrating incorrectly. Assistance and information was provided. The customer did not want to continue the troubleshooting process. Nothing further was reported.